Event description:
The iab was inserted into the pt on 12/2/96. On 12/4/96, the pt was agitated and sat up at a 90 degree angle. Immediately, blood was noted in the tubing and the iab was removed once the pt was sedated. Event complications: none from the event -reported 12/6/96. Pt's current status: unk reported 12/6/96.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.